Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 22-sep-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician reported his patient had an essure confirmation test performed and the results read that the outer coil was fractured but full, bilateral occlusion was achieved. Follow-up information received on 09-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed microinsert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue. However, no medical events have been reported at this point in time. The technical assessment concluded unconfirmed quality defect. No batch number was reported, therefore a batch investigation with respect to similar ae cases is not applicable. In summary, based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Follow up information received on 14-oct-2015: the reporter said the right coil was perforated with separation of the inner and outer coils. The patient was asymptomatic. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her essure confirmation test showed the right coil was perforated with separation of the inner and outer coils. These events were interpreted as fallopian tube perforation and device breakage. Perforation is listed according to essure's reference safety information, while device breakage is anticipated according to the technical assessment. In this particular case, limited information was provided and the exact mechanism of the events is not known. Nevertheless, given their nature a causal relationship with the suspect device cannot be excluded. Based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Further information is being sought.

Manufacturer narrative:
This case was identified as a duplicate to case (B)(4) and will be deleted from bayer database.